Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed to discharge via paddles. There was no impact to the involved patient as a different defibrillator was used to deliver therapy.